Event description:
It was reported damage to the usb port and the charging port does not close properly and that he has to wiggle the cord around to get a proper charge. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.